Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported receiving a drain complication encountered alarm 14 times during treatment. The treatment was canceled and fluid rushed from the compartment behind the cassette door upon removing the cycler set cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the patient. It was confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however pd therapy stopped for the night after treatment was cancelled on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.